Event description:
It was reported that during a unilateral knee joint replacement, the insert could not be locked effectively. The issue resulted in a 40 minute surgical delay. The patient's blood pressure became unstable and began to vomit. A different insert was used to complete the surgery.

Manufacturer narrative:
Please check attached file to review our investigation results. (B)(4).